Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, audio or beep anomaly, blank display, unexpected restart error alarm, signal too low alarm and program alarm anomaly alarm was noted. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see section for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Corrected summary: customer reported via phone call that the insulin pump had blank display and alarmed multiple error alarms. Customer reported in the middle of night her high blood glucose was 16 mmol/l and this morning was 12.3 mmol/l. Customer reported that the insulin pump shut off after alarming. Customer decline to troubleshoot for high readings. Customer reported that the insulin pump was going blank and giving a constant tone and when the insulin pump came back, it had several error alarms. Troubleshooting was completed at the time of call. The customer was advised to return the insulin pump. Product is expected to return.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and failed battery test alarm. It also reported that the insulin pump had multiple error alarm. The customer's blood glucose was unknown. It also reported that the customer declined troubleshoot for high blood glucose level. The customer reported that the multiple error alarm issue was unresolved during troubleshoot. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.